Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic the device was found to be in backup vvi mode. Patient was symptomatic with phrenic nerve stimulation. A device download was successfully performed and device remains implanted. Patient will continue to be monitored with routine follow-up. No further information available at this time.